Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported guide detachment, foot detachment and needle to cuff miss were confirmed. The reported inability to remove the device could not be replicated in a testing environment as it was based on procedure circumstance related to the reported guide detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of tissue damage is known inherent risk of the procedure. The reported guide detachment, foot detachment, needle to cuff miss and inability to remove the device appears to be related to high angle of insertion during device placement due to procedure circumstance. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional balloon angioplasty procedure. Reportedly, no suture was present when the proglide plunger was removed. The lever was returned to the original position to close the proglide foot. The proglide device was difficult to remove. The proglide device was rotated, the lever was opened and closed, but when an attempt was made to remove the proglide device, the guide broke off at the level of the foot. A cutdown was performed to remove the guide and hemostasis was achieved by surgical suturing. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure. Subsequent to the initially filed report, additional information was received. The foot of the proglide device also separated and was removed during the cutdown. Possible tissue damage occurred. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional balloon angioplasty procedure. Reportedly, no suture was present when the proglide plunger was removed. The lever was returned to the original position to close the proglide foot. The proglide device was difficult to remove. The proglide device was rotated, the lever was opened and closed, but when an attempt was made to remove the proglide device, the guide broke off at the level of the foot. A cutdown was performed to remove the guide and hemostasis was achieved by surgical suturing. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure. No additional information was provided.